Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2006. Legal counsel for patient reports patient allegations of patient injury. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Subsequently, during our investigation we found patient was revised on (B)(6) 2012 due to unknown reasons.

Event description:
Patient's legal counsel reported that patient underwent right hip resurfacing procedure on (B)(6) 2006. Legal counsel for patient reports patient allegations of patient injury. Subsequently, during our investigation we found patient was revised on (B)(6) 2012 due to unknown reasons. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to pseudoarthrosis. The operative notes confirm that the modular head was removed and the patient was revised to a total hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same person (reference 1825034-2012-02123 / 02124).

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch. This report is number 2 of 5 mdrs filed for the same patient (reference 1825034-2012-02123 / 02124 & 2014-00712 / 00714).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty and alleged subsequent personal injury. Legal counsel for patient further reported patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. A review of invoice history confirmed that a resurfacing hip procedure was performed on (B)(6) 2006 and a total hip arthroplasty procedure took place on (B)(6) 2009. Additional information provided in patient medical records confirmed the resurfacing procedure that occurred on (B)(6) 2006 was for the right hip. Revision operative notes provided indicate that a right hip revision procedure was performed on (B)(6) 2012 to remove and replace the femoral resurfacing head due to pseudoarthrosis and fatigue fracture of the femoral neck. The total hip arthroplasty that was performed on (B)(6) 2009 was for the left hip. There has been no reported revision procedure for the left hip.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.